Event description:
The customer contact reported a delay in critical therapy following a leak. The vial was filled with an unspecified pain medication and was loaded into an unspecified pt controlled analgesia pump. No specific pump programming was provided. After an unspecified length of time, solution leaked from an unspecified location from the vial. It was reported that the pt "did not receive adequate pain control." It was reported the physician was notified and gave the pt bolus dose of an unspecified pain medication. Though requested, no add'l info was provided including if the device was replaced and the therapy was resumed.

Manufacturer narrative:
The lot number of the device that was in use is unk. The customer contact identified three possible lot numbers (plots). The possible lot numbers are 05133r1, 08506r1, and 06114r1. Investigation is not complete. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.